Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
As reported by the exactech truliant knee clinical study, the patient had an initial left tka on (B)(6) 2020. The patient presented on (B)(6) 2023 with polyethylene wear without evidence of osteolysis. Polyethylene wear: mild apprehension with varus & valgus stress. This case is related to case (B)(4) (right side). The case report form indicates that this event is definitely related to device and definitely not related to procedure. Revision on (B)(6) 2023. Outcome is resolved on (B)(6) 2023. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 6054685 200-07-35 - advanced patella 35mm 3 peg implant. 6202072 02-020-13-0230 - truliant cr cem fem cr cem left sz 3. 6378802 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t.